Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 7.8 cm x 6.3 cm abdominal aortic aneurysm. The aortic neck was 5 cm in length and measured 22, 30, 35, 36 mm in diameter from proximal to distal. The left iliac was 17 mm in diameter and the right was 18 mm. It was reported that the physician decided to deploy a 36 bifurcated stent graft and leave it a few cm below the renal arteries, with the intention to place a 42 mm cuff inside it and seal off the infrarenal neck. During the placement of the bifurcated stent graft, the physician inadvertently pulled the device down too far, resulting in inaccurate delivery of the device and covered the right hypogastric artery. There also was an impression lesion at the origin of the right external. The decision was made to balloon dilate the distal end of the bifurcated stent graft in order to make room for the 42 cuff to go through it. The lesion was dilated with a reliant balloon. The lesion was difficult to dilate and did not open up much. It was reported during the ballooning the distal end of the iliac limb popped out to about 20 mm. The physician determined that the external iliac artery was torn based on the appearance of the balloon being fully expanded inside the graft (MFR # 2953200-2010-00897). The balloon remained inflated in the pt. The physician placed another reliant balloon on the contralateral side, inflating it in the infrarenal aorta to tamponade the aorta. They then confirmed the tear through a sheath injection on the right iliac. The physician implanted an aneurx iliac limb at the flow divider on the right side and brought about 3 cm into the external iliac. This was then post dilated with a 10x4 balloon. A thoracic aortic cuff was then implanted on the left side and post dilated with a reliant balloon. The pt lost little or no blood and the blood pressure never dropped. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Arterial and venous occlusion. Aortic neck was 5 cm in length. Inadvertently pulled the device down too far resulting in inaccurate delivery of the arterial and covered the right hypogastric artery.